Manufacturer narrative:
Quality-safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 6 months later hysterosalpingogram (hsg) showed a hole in uterus. Essure was removed (removal method was not specified). This event is serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In the present case, the exact date and mechanism of the event is unknown. The perforation was diagnosed on hsg, 6 months after insertion. Physician mentioned he was not sure if it was related to essure placement or not. Given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The outcome of the product technical complaint assessment resulted in an unconfirmed quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up received on 20-jun-2016 from medical doctor, answering a questionnaire of uterine/tubal perforation with essure. The patient's date of birth was updated. The patient's historical condition included gravida 2, parity 1 (no c-section) and 1 voluntary pregnancy termination. The previous gynaecological intervention was reported as previous ius/iud, specified as cervical cyro ablation. The first day of last menstrual period before insertion was reported as (B)(6) 2015. Prior to essure insertion, no abnormal findings was observed. Essure lot number was provided: d13386. During insertion, cervical dilatation, sounding and general anaesthesia were performed. The insertion was easy, but sharp curettage of left cornual region was used to visualize. The visualization of tubal os was easy, and there was no fluid loss during hysteroscopy more than 1500 cc. The procedure did not take more than 20 minutes. Essure was inserted post voluntary pregnancy termination. The patient was not breast-feeding at time of insertion. There was no complaint immediately after insertion. On (B)(6) 2016, although it was reported that there was no organ or inta-abdominal structure perforated, hsg (hysterosalpingogram) showed bilateral tubal occlusion with leakage from left ostea uterus (hsg venous spread, no perforation). The patient also presented abdominal pain. Placement of right and left essure was without difficult, and both device were in correct position. On (B)(6) 2016, another hsg was done to essure confirmation test. Essure was not removed and the outcome was reported a resolved. Follow-up received on 06-jul-2016 - quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no l\led dra llt can be provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Previously it was stated that 6 months later hysterosalpingogram (hsg) showed a hole in uterus and essure was removed. However, upon receipt of follow up information from inserting physician it was informed that there was a leakage from left ostea uterus which was a venous spread, no perforation. In addition, he mentioned that essure was not removed. This event is listed in the reference safety information for essure. Leakage of dye spillage may occur during hsg. In this case, the tubes were occluded and there was leakage from left ostea uterus (venous, not perforation). Therefore, causality between this event and essure use cannot be excluded. This case, following additional information receipt, was no more classified as incident due to the fact that essure was not removed. The outcome of the product technical complaint assessment resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 14-apr-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception. On (B)(6) 2016, hysterosalpingogram was performed and revealed a hole in uterus and spillage into uterine cavity. Not sure if it was related to essure placement or not. The patient was not hospitalized. Essure removal date was reported as (B)(6) 2016. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 6 months later hysterosalpingogram (hsg) showed a hole in uterus. Essure was removed (removal method was not specified). This event is serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In the present case, the exact date and mechanism of the event is unknown. The perforation was diagnosed on hsg, 6 months after insertion. Physician mentioned he was not sure if it was related to essure placement or not. Given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.